Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient (gravida 6, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 1010). Concurrent conditions included acute post hemorrhagic anemia. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("stomach pain/abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (pelvic surgery to remove one or more essure coils), surgery (left cornuectomy) and surgery (left cornuectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, fatigue and nausea was resolving and the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, headache and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, ruptured ectopic pregnancy, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: ruptured ectopic pregnancy on (B)(6) 2011, surgical pathology report revealed chorionic villi and a microscopic area of embryonic tissue along with attached smooth muscle consistent with an ectopic pregnancy from the cornu of a fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pregnancy (ectopic) and ruptured ectopic pregnancy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, fatigue, migraines, headaches, nausea, pain, stomach pain/abdominal pain, pregnancy (ectopic), device ineffective and ruptured ectopic pregnancy. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient (gravida 6, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not perform essure confirmation test". The patient's past medical history included multigravida and parity 4 (B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2010). Concurrent conditions included acute post hemorrhagic anemia. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("stomach pain/abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (pelvic surgery to remove one or more essure coils), surgery (left cornuectomy) and surgery (left cornuectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, fatigue, nausea and abdominal pain upper was resolving and the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, genital haemorrhage, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, ruptured ectopic pregnancy, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: ruptured ectopic pregnancy on (B)(6) 2011, surgical pathology report revealed chorionic villi and a microscopic area of embryonic tissue along with attached smooth muscle consistent with an ectopic pregnancy from the cornu of a fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pregnancy (ectopic) and ruptured ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient (gravida 6, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not perform essure confirmation test ". The patient's past medical history included multigravida and parity 4 ((B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 1010). Concurrent conditions included acute post hemorrhagic anemia. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("stomach pain/abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery to remove one or more essure coils), surgery (left cornuectomy) and surgery (left cornuectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, fatigue, nausea and abdominal pain upper was resolving and the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, genital haemorrhage, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, ruptured ectopic pregnancy, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: ruptured ectopic pregnancy . On (B)(6) 2011, surgical pathology report revealed chorionic villi and a microscopic area of embryonic tissue along with attached smooth muscle consistent with an ectopic pregnancy from the cornu of a fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pregnancy (ectopic) and ruptured ectopic pregnancy. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received. Event essure device monitoring procedure not performed was added. Outcome of events were added. Product, patint & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.